Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Optometrist stated that it was a post surgery event. Patient was taking besivance before and after treatment. Amo's field service engineer (fse) visited the site on (B)(4) 2013 for preventive maintenance and did not identify any issues associated with the event. The system meets amo's specifications.

Event description:
Patient was doing well, then at 6 weeks, came in stating eyes felt sore and photophobia on both eyes. Patient was treated with prednisolone acetate 1%. A flap lift and rinse was not performed. Uncorrected visual acuity was 20/20 on the right eye and 20/20 on the left eye. Best corrected visual acuity was 20/15 on the right eye and 20/20 on the left eye. Patient states eyes are sill burning but not as bad as it was. Additional follow up was obtained. Symptoms are resolving and comfort improving. No lift and rinse, none scheduled at the time and does not look like it will be needed.

Manufacturer narrative:
Patient chief complaint was transient light sensitivity syndrome. Treatment date was on (B)(6) 2013. Placeholder.